Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed the technical service engineer (tse) that universal surgical manipulator (usm) 1 presented a recoverable fault. The medical team recovered the fault but the failure was still present. The system was shut down and when it was turned on again, the fault in usm1 was still present. Usm1 was therefore disabled and the surgeon continued the procedure with the 3-arm robotic system. The same error occurred the previous day but was able to be recovered to proceed normally during the procedure. The tse checked the logs and identified failures on usm1 and concluded that usm1 would need to be replaced. The tse instructed to shut down the system and perform the emergency power off (epo) and observe whether the failure would continue to be present. After this action, the usm continued to malfunction. The procedure was completed with no reported injury. There was a 10-minute delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the problem and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error 25730 is attributed to a connection issue in the axes controller platform (acp). This issue can be resolved by troubleshooting measures, such as pressing the ¿recover¿ button, disabling the universal surgical manipulator (usm), or restarting the system to continue. The probable root cause of error 32097 is attributed to a communication issue or fiber error in the universal surgical manipulator (usm) and/or setup joint (suj). This issue can be resolved by troubleshooting measures, such as pressing the ¿recover¿ button, disabling the boom and cart drive, or restarting the system to continue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed, and the reported problem was confirmed as having occurred in the field but could not be replicated. The error logs recorded error 25730 coupled with error 32097 pointing the axes controller, motor (acm). Unit was tested on an in-house system in normal mode with no triggered errors. The unit passed all tests related to the reported problem. No signs of damage during visual inspection. The complaint was confirmed based on the field evaluation and failure analysis. Failure analysis attributed the probable root cause to a component issue with the acm.